Manufacturer narrative:
Manufacturer's report date: 02/02/2011. (B)(4). The primary set was received for investigation and a check valve failure was confirmed through functional testing. The check valve supplier identified a clear particle, identified to be pvc, located between the housing seal area and the affixed silicone diaphragm. The cause of the check valve failure is the particle preventing the silicone diaphragm from fully seating against the housing seal area. The source of the particle was not identified.

Event description:
Customer reported a secondary bag of sodium phosphate infused faster than intended. The 107 ml bag was to infuse over 6 hours (approximately 17 ml/hr). After 1 hour the bag was empty but the pump showed a vtbi of 98 ml. There was no patient harm. Customer's testing showed a high level of phosphate in the primary bag fluid, which should have had none, indicating a likely check valve failure. No additional information was available.